Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. It was reported that the brand of baclofen the patient was on was gablofen. The pump coming out of the pocket was noted on (B)(6) 2017 when the patient was in for a refill. It was stated refills were usually completed at home. The patient was seen by a neurosurgeon who scheduled a surgery for (B)(6) 2016, but had to be rescheduled to (B)(6) 2017 due to the patient having a broken leg. The pump was replaced and moved to the right mid-lower quadrant of the abdomen on (B)(6) 2017. The patient had a medical history of cerebral palsy with spastic quadriplegia. No further complications were anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported a pump event occurred in 2016 (about 6 months ago). Consumer was in a quandary stating the patient pump battery had 16 months left on it, but states the patient's pump has come out of the pocket. It was stated the patient was scheduled for surgery on (B)(6) 2017 to reposition the pump and make a new pump pocket. It was stated that patient was medically fragile and does not do anesthesia well and even though surgery was same day for most; the patient would be in the hospital for weeks to months after this surgery and then probably go home on life support per caller. Unknown family member/friend felt if patient was going to have to undergo this much for repositioning, can't they just replace the pump too since in a year or so the patient will need a pump replacement due to longevity? It was stated they were told they can not get it approved unless the pump was under 10 months life left for longevity and insurance ((B)(6)) would not approve it. It was noted they called insurance an no one had submitted anything yet. It was stated caller was to follow up with healthcare professional (hcp). The unknown family member/friend was directed to the patient relations department at the hospital to discuss options. It was also encouraged to see if there was a case manager through insurance they could work with. Product donation was asked about and it was reviewed that product donation was initiated by the hcp and had a set of parameters of donation of time from the surgeon, hospital, etc. Paperwork. Caller was provide a phone number to call regarding issues. A phone number was provided to help assist them in the process. It was noted that both the old and current unknown baclofen was related to this event. Concentrations and doses were unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received on 2017-feb-02 from a healthcare professional (hcp) reported actual elective replacement indicator (eri) as of (B)(6) 2017 was 27 months. Telemetry notes were attached. It was noted hcp office was requesting to replace the pump, but was awaiting insurance authorization. It was noted patient was having difficulty sitting at greater than 30 degrees as pump appears to be pressing on ribs. It was noted no troubleshooting was performed. The cause of the pump coming out of the pocket was not determined. It was noted that patient was scheduled for repositioning this month ((B)(6)). No further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.